Manufacturer narrative:
One device was returned for analysis. A review of the event history log (ehl) showed motor rate error and travel coarse error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main printed circuit and plunger boards (pcb). As a result, the clutch set and stepper motor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a motor rate error and travel coarse error. There was no patient involvement, no patient injury was reported.